Event description:
Distributer reporting on behalf of user facility that pump was being used with pt following total gastrectomy. Pump was set to administer analgesic drug pethidine. Thirty minutes after start of administration of drug, pt began to exhibit respiratory depression. Pt was given CPR and resumed normal breathing. The pt was then transferred to ICU. The reporter states that the pump was checked and no demand dose had been given and no infusion rate was recorded; however, the pt's doctor believes a demand does had been delivered as the pt rec'd an over-infusion of medication. The pt was questioned the following morning and they stated that they did not order any demand doses.

Manufacturer narrative:
The suspect device was rec'd for eval. Visual inspection revealed no damage or issues with the device. Functional testing found the pump to delivery accurately and within spec. An eval of the pump's event history log did not show the pt rec'd a demand dose (planned or unplanned) during the reported event. As the pump was found to perform within spec, there was no evidence found to suggest the event was caused by an intrinsic device problem.